Event description:
Medtronic received information of an issue with a framing coil. Protection sleeve of the pusherwire did not move from the pusherwire. The devices were prepared as indicated in the instructions for use (IFU). The patient was being treated for a saccular, unruptured aneurysm in the basil tip. The aneurysm dimensions were giant. Patient blood flow and vessel tortuosity was normal. No patient injury was reported. The complaint device was returned for analysis and found damaged with damage consistent with being advanced against resistance (stretched, damaged). The event was not reportable as there was not risk of death or serious injury associated with the complaint or analysis findings and, thus, not reportable per EU MDR ch 7. Art 2, (65), (a) and (b) no risk of death or serious injury. However, after a year, another axium framing coil device pushwire from the same model/let was returned potentially associated with the event but with no other information.

Manufacturer narrative:
Product analysis: equipment used: vis (m-81805), 203cm ruler (m-83360) as found condition: the axium prime pusher and axium instant detacher (ID) were returned for analysis within a shipping box and primary and secondary sealed pouches. Damage location details: the axium prime pusher actuator interface (ai) was found to have detached from within the coupler tube. The axium prime pusher positive load indicator (pli) and hypotube break indicator (hbi) were found intact. The axium prime pusher was found broken between the positive load indicator (pli) and hypotube break indicator (hbi) with the release wire pulled. The axium prime pusher coupler tube tack welds were found intact. The distal end of the axium prime pusher was found broken. The release wire coin was found pulled back from the lumen stop and the implant coil detached from the pusher. The detached implant coil was not returned. The axium instant detacher (ID) outer shell and end cap were found to be in good condition. The thumb-slide was retraced back until it stopped and clicked. The thumb-slide was then returned to its original position. No issues were encountered. Conclusion: based on the reported information, there was no suggestion that the device was defective. However, from the damages seen with the returned device, evidence suggests that the device was defective or there was a defect of the device during use. As the axium prime pusher was found broken between the positive load indicator (pli) and hypotube break indicator (hbi) with the release wire pulled and the implant coil detached, this indicates a likely attempt at manual detachment of the implant coil, as indicated in the instructions for use (IFU). As per the axium prime IFU, ¿in the rare event that the coil does not detach and cannot be removed from the implant delivery pusher, use the following steps for detachment. Grip the hypotube approximately 5 cm distal of the positive load indicator at the hypotube break indicator and bend the implant delivery pusher just distal to the hbi 180 degrees. Next stra ighten the pusher back, continue bending and straightening until the pusher tubing opens exposing the release element. Gently separate the proximal and distal ends of the open pusher. Then, under fluoroscopy, pull the proximal portion of the implant delivery pusher approximately 2¿3 cm to confirm implant detachment per IFU.¿ however, the cause of the damages found with the axium prime pusher could not be determined as insufficient information was provided. There does not appear to be any defect with the returned axium instant detacher (ID). It is most likely that the device was manually detached by the user, however, as no information was provided regarding the returned coil, the cause of the pushwire damage/break could not be determined and, thus, the event is reported conservatively. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.